Manufacturer narrative:
A.2: patient age and dob requested but not provided, however, the customer stated the patient was an adult patient. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they are experiencing approximately 2-3 events per week that causes the adult patient's to not receive their antibiotic therapy as ordered due to the secondary tubing set not infusing properly. The tubing set-up is described as the secondary tubing set infuses via gravity after it is piggybacked into the primary IV infusion. The secondary infusion was set at an unregulated infusion rate as there was no pcu or pump module infusing the secondary infusion. A bd employee provided the customer tip sheets, educational videos, hands-on training tasks and how to program a secondary infusion instruction while using the alaris pump, as well as, offered a clinical practice consultant site visit in which the customer has not responded. There was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
The customer reported that they experiencing are approximately 2-3 events per week that causes the patient's to not receive their antibiotic therapy as ordered due to the secondary tubing set not infusing properly. The tubing set-up is described as the secondary tubing set infuses via gravity after it is piggybacked into the primary IV infusion. The secondary infusion was set at an unregulated infusion rate as there was no pcu or pump module infusing the secondary infusion. A bd employee provided the customer tip sheets, educational videos, hands-on training tasks and how to program a secondary infusion instruction while using the alaris pump, as well as, offered a clinical practice consultant site visit in which the customer has not responded. There was no report of patient harm.